Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) for about the past 6 months. There were no falls, trauma, new activities, or medical procedures associated with this issue. The shocking was described as occurring when the patient bends in a certain way or was in a certain position. It was also reported that the patient's stimulation was in the wrong location as it was no longer going down to the bottom of their feet where needed. The patient did have x-rays taken at the neurosurgery dept. At (B)(6) but the results were not reported or reviewed with the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3887-45, lot# j0322078v, implanted: (B)(6) 2004. Product type: lead: product ID 3487a-56, lot# j0443924v, implanted: (B)(6) 2004. Product type: lead. (B)(4).